Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this implantable cardioverter defibrillator (ICD) stored ventricular episodes due to concerns of inappropriate therapy delivery. Upon review, the ventricular episode showed that patient was in a ventricular arrhythmia and the device delivered a burst of anti-tachycardia pacing (atp) and a shock. The therapy did not convert the therapy, however the rhythm self-terminated. It was noted that the rhythm appeared to be a one-to-one ratio with an irregular ventricular conduction possibly rapid ventricular response (rapid ventricular response (rvr) due atrial arrhythmia. The atp and shock therapy was determined to be inappropriate for the atrial driven arrhythmia. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.